Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the battery used during the reported event was returned. Contact with the customer was made to determine why the battery was returned instead of the device. The customer indicated when the battery was replaced the device worked as intended. Therefore, they wanted to return the battery for evaluation. The battery logs were reviewed and found errors indicating a communication issue between the battery and the device. However, the battery was evaluated and passed all functional testing. The battery was scrapped after testing. Communication errors means the device is unable to report status of the battery, but the device will function as long as the battery has charge. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Per tracking information, the device is in tenessee awaiting clearance to be sent to zoll medical corporation for evauluation. This claim will be closed as no product returned and reopened when the device has been received.